Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required), 5 years 4 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign-body material has been removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required), 5 years 4 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis / intense pain') in a 39-year-old female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), groin pain ("pain in right groin"), pain in extremity ("leg pain, thigh pain"), back pain ("low back pain"), flank pain ("pain in the flanks"), mental disorder ("mental problems"), fatigue ("fatigue"), ovarian cyst ("cyst development on the ovaries"), scar ("scar formation") and coital bleeding ("bleeding during/after intercourse") and was found to have weight increased ("gained more weight (due to got less exercise)"). The patient was treated with alendronic acid, calcium carbonate, citalopram, hydroxychloroquine, ibuprofen and surgery (medical device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, groin pain, pain in extremity, back pain, flank pain, mental disorder, fatigue, weight increased, ovarian cyst, scar and coital bleeding had not resolved. The reporter considered back pain, coital bleeding, fatigue, flank pain, groin pain, mental disorder, ovarian cyst, pain in extremity, pelvic pain, scar and weight increased to be related to essure. The reporter commented: that the patient took a lot of heavy painkillers to treat the adverse events. She also reported the start dates of the adverse events: 2016/2017. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan - on an unknown date: osteoporosis in the pelvis. Most recent follow-up information incorporated above includes: on 19-may-2021: patient´s date of birth, medical history, treatment drugs, lab data, essure lot number, news adverse events: pelvic pain, groin pain, leg pain, thigh pain, low back pain, pain in the flanks, mental problems, fatigue, gained more weight (due to got less exercise), cyst development on the ovaries, scar formation, bleeding during/after intercourse were received. . The adverse event 'medical device removal' was deleted and was added as a non-drug treatment. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) abdominal pain") and pelvic pain ("pain in pelvis/ intense pain") in a 37 year-old female patient who had essure inserted (lot no. A78078). Additional non-serious events are detailed below. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In 2016 she experienced abdominal pain (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), back pain ("low back pain"), groin pain ("pain in right groin"), pain in extremity ("leg pain, thigh pain"), flank pain ("pain in the flanks"), mental disorder ("mental problems"), fatigue ("fatigue"), ovarian cyst ("cyst development on the ovaries"), scar ("scar formation") and coital bleeding ("bleeding during/after intercourse") and was found to have weight increased ("gained more weight (due to got less exercise)"). Essure was removed on (B)(6) 2019. An unknown time later she experienced menstruation irregular ("abnormally heavy blood loss/ accompanied by changes in their menstrual cycle"), heavy menstrual bleeding ("abnormally heavy blood loss/ accompanied by changes in their menstrual cycle"), hypersensitivity ("allergic reactions"), headache ("headache"), arthralgia ("hip pan"), disturbance in attention ("concentration problem"), amnesia ("memory loss") and premature menopause ("early menopause.") And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with citalopram, hydroxychloroquine, ibuprofen, calcium carbonate and alendronic acid as well as surgery (essure removal, salpingectomy). At the time of the report, the pelvic pain was resolving, the back pain, menstruation irregular, heavy menstrual bleeding, hypersensitivity, headache, arthralgia, disturbance in attention, amnesia, hormone level abnormal and premature menopause had resolved and the abdominal pain, groin pain, pain in extremity, flank pain, mental disorder, fatigue, weight increased, ovarian cyst, scar and coital bleeding had not resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, coital bleeding, disturbance in attention, fatigue, flank pain, groin pain, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular, mental disorder, ovarian cyst, pain in extremity, pelvic pain, premature menopause, scar and weight increased to be related to essure administration. The reporter commented: that the patient took a lot of heavy painkillers to treat the adverse events. She also reported the start dates of the adverse events: 2016/2017. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] (date unknown): osteoporosis in the pelvis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) abdominal pain") and pelvic pain ("pain in pelvis/ intense pain") in a 37 year-old female patient who had essure inserted (lot no. A78078). Additional non-serious events are detailed below. As concurrent condition the report mentioned nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In 2016 she experienced abdominal pain (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), back pain ("low back pain"), groin pain ("pain in right groin"), pain in extremity ("leg pain, thigh pain"), flank pain ("pain in the flanks"), mental disorder ("mental problems"), fatigue ("fatigue"), ovarian cyst ("cyst development on the ovaries"), scar ("scar formation") and coital bleeding ("bleeding during/after intercourse") and was found to have weight increased ("gained more weight (due to got less exercise)"). Essure was removed on (B)(6) 2019. An unknown time later she experienced menstruation irregular ("abnormally heavy blood loss/ accompanied by changes in their menstrual cycle"), heavy menstrual bleeding ("abnormally heavy blood loss/ accompanied by changes in their menstrual cycle"), hypersensitivity ("allergic reactions"), headache ("headache"), arthralgia ("hip pan"), disturbance in attention ("concentration problem"), amnesia ("memory loss") and premature menopause ("early menopause.") And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with citalopram, hydroxychloroquine, ibuprofen, calcium carbonate and alendronic acid as well as surgery (essure removal, salpingectomy). At the time of the report, the pelvic pain was resolving, the back pain, menstruation irregular, heavy menstrual bleeding, hypersensitivity, headache, arthralgia, disturbance in attention, amnesia, hormone level abnormal and premature menopause had resolved and the abdominal pain, groin pain, pain in extremity, flank pain, mental disorder, fatigue, weight increased, ovarian cyst, scar and coital bleeding had not resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, coital bleeding, disturbance in attention, fatigue, flank pain, groin pain, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular, mental disorder, ovarian cyst, pain in extremity, pelvic pain, premature menopause, scar and weight increased to be related to essure administration. The reporter commented: that the patient took a lot of heavy painkillers to treat the adverse events. She also reported the start dates of the adverse events: 2016/2017. Diagnostic results (normal ranges are provided in parenthesis if available): [bone scan] (date unknown): osteoporosis in the pelvis quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-jan-2023: events severe (chronic) abdominal pain, hip pain, head pain, memory loss, concentration problems, abnormally heavy blood loss/ accompanied by changes in their menstrual cycle, hormonal problems, allergic reactions, early menopause were added. Reporter added. Outcomes added for all events. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain in pelvis / intense pain') in a 39-year-old female patient who had essure (batch no. A78078) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criterion intervention required), groin pain ("pain in right groin"), pain in extremity ("leg pain, thigh pain"), back pain ("low back pain"), flank pain ("pain in the flanks"), mental disorder ("mental problems"), fatigue ("fatigue"), ovarian cyst ("cyst development on the ovaries"), scar ("scar formation") and coital bleeding ("bleeding during/after intercourse") and was found to have weight increased ("gained more weight (due to got less exercise)"). The patient was treated with alendronic acid, calcium carbonate, citalopram, hydroxychloroquine, ibuprofen and surgery (medical device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, groin pain, pain in extremity, back pain, flank pain, mental disorder, fatigue, weight increased, ovarian cyst, scar and coital bleeding had not resolved. The reporter considered back pain, coital bleeding, fatigue, flank pain, groin pain, mental disorder, ovarian cyst, pain in extremity, pelvic pain, scar and weight increased to be related to essure. The reporter commented: that the patient took a lot of heavy painkillers to treat the adverse events. She also reported the start dates of the adverse events: 2016/2017. Diagnostic results (normal ranges are provided in parenthesis if available): bone scan - on an unknown date: osteoporosis in the pelvis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.